Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed high, out of range high voltage lead impedance. Induction testing was recommended. Monitoring will continue.